Event description:
It was reported the burr became entrapped on the wire. A 1.50mm rotapro and rotawire and wireclip torquer were selected for use. During the procedure, the rotapro burr became entrapped on the rotawire. The burr could not be released from the wire. Both the burr and wire were removed together. The procedure was completed with new devices. There were no patient complications.